Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: on investigation, there was no damage to the battery cap and the cap fit securely to the pump. The pump failed to power on due to moisture damage. There was moisture throughout the interior of the pump due to do moisture ingress at the site of a pump case crack.